Manufacturer narrative:
Zoll has not received the thermogard console (sn unknown) for investigation. A follow-up report will be submitted when the product is returned, and the investigation has been completed. Administration of sterile cold saline i.v. Up to 1.5 litres is one of the common methods of treatment at the hospitals and should not harm a patient.

Event description:
A patient underwent ivtm therapy after a burn injury. The icy catheter (lot # 156330) was inserted into the patient's vein. The patient's target temperature was set at 37.0 °c. After 12 days of therapeutic warming, the user noticed that the saline bag volume decreased, however, there were no traces of fluid observed on the patient's bed, floor, or console. The customer didn't provide any additional information on whether the air trap alarm generated by the console or not. The saline bag was replaced, but the volume was decreasing. Catheter leak and infusion of an unknown amount of saline into the patient's body were suspected. Per the reporter, the catheter was removed, however, specifics of the alternative therapy were not disclosed. The patient's status information was requested but the customer did not provide a response, therefore the patient's status is unknown. Please see the following related MFR report: MFR#3010617000-2021-00386 for the icy catheter.

Manufacturer narrative:
Since the thermogard console is functional, the customer will not be returning the device to zoll and service will not be required. B5 (desscribe event or problem) was updated based on the received additional information additional information h10.

Event description:
A patient underwent ivtm therapy after a burn injury. The icy catheter (lot # 156330) was inserted into the patient's left femoral vein. The catheter insertion was smooth from the first attempt. The patient's initial body temperature was 36.25 °c with the target temperature set at 37.0 °c. The patient's temperature was 36.78 °c when the catheter issue was observed. After 13 days of therapeutic warming, the user noticed that the saline bag was almost empty, however, there were no traces of fluid observed on the patient's bed, floor, or console. The console generated an air trap alarm, however, it was cleared by the user after the second saline bag was placed. The same console was utilized to continue the treatment and the user noticed the volume of the second saline bag was decreasing. The patient treatment was stopped after removing the catheter. A catheter leak and infusion of 500ml of saline into the patient's body were suspected. Per the reporter, the catheter was removed on the 14th day of the hypothermia treatment and the console is functional. No consequences or impact to patient. Please see the following related MFR report: MFR#3010617000-2021-00386 for the icy catheter.